Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eos, which had been activated on 30-jan-2020, very likely due to an automatic formation while the device was stored in a cold environment. A total of 23 charge processes were documented. The eos state was reset with the help of a technical programmer and, after that, the ICD presented in battery state eri. The charge drawn from the battery was checked and turned out not to be as expected in regard to the battery status. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted with a defibrillation shock. However, the expected shock energy was not reached. The ICD was then opened. The visual inspection of the internal structure found no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function test. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be inconspicuous. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were checked, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. While measuring the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was opened and visually inspected. During the visual inspection, a damaged separator was detected. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module turned out to be free of defects.

Event description:
After an implantation period of approx. 62 months, it was reported that the device was explanted due to showing eri status.